Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer, h6. Health impact, and evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received at the service center. The serial number was not provided, and the device did not have a serial number label attached. A device history record (DHR) review was also unable to be performed. Due to the poor condition, the device was classified to be beyond economical repair (ber) and sent back to the customer. No further investigation is possible., corrected data: health effects - clinical signs and symptoms or conditions, corrected.

Manufacturer narrative:
Date of event, brand name, model number, catalog number, serial number, and UDI number, 510k, and device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator did not cycle during pre-testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.